Event description:
This spontaneous report was received on (B)(6) 2012, from a husband reporting on his (B)(6) wife from the united states. The medical history included high blood pressure and low blood count. The concomitant medications were not reported. On (B)(6) 2012, the consumer started using k-y brand liquid personal lubricant, vaginally for lubrication (lot number 3041c and expiration date 01-sep-2013, dose and frequency unspecified). On the next day, she passed out and discontinued the use of the device. Later that day, she was taken to the emergency room and was admitted with a diagnosis of urinary tract infection. In the hospital, she received unspecified treatment. On (B)(6) 2012, the events resolved and the consumer was discharged from the hospital with a prescription of unspecified antibiotic for five days. It was also reported that she followed up with her doctor for an unspecified blood test. This report was assessed as serious (hospitalization). The company causality was assessed as possible.

Event description:
This spontaneous report was received on (B)(4) 2012, from a husband reporting on his (B)(6) wife from the united states. The medical history included high blood pressure and low blood count. The concomitant medications were not reported. On (B)(6) 2012, the consumer started using k-y brand liquid personal lubricant, vaginally for lubrication (lot number 3041c and expiration date 01-sep-2013, dose and frequency unspecified). On the next day, she passed out and discontinued the use of the device. Later that day, she was taken to the emergency room and was admitted with a diagnosis of urinary tract infection. In the hospital, she received unspecified treatment. On (B)(6) 2012, the events resolved and the consumer was discharged from the hospital with a prescription of unspecified antibiotic for five days. It was also reported that she followed up with her doctor for an unspecified blood test. This report was assessed as serious (hospitalization). The company causality was assessed as possible.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.